Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was not further specified. On the same day as the onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with ceftazidime and cefazolin (doses, frequencies, duration and route not reported) for the peritonitis. On an unreported date, the treatment with cefazolin was discontinued. The treatment with ceftazidime was ongoing. At the time of this report, the patient was recovering from the peritonitis event. On an unreported date, the pd therapy was discontinued and the patient was switched to hemodialysis. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available at this time.